Manufacturer narrative:
(B)(4). The customer returned one unpackaged 8.5 et tube for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the component appears used. Biological material can be seen at the patient end near the murphy eye. No other defects or anomalies were observed. An attempt to inflate the cuff was made using a lab inventory 20 ml syringe. The syringe was connected to the valve and air was injected using hand pressure. Both the cuff and the pilot balloon would inflate typically. The components were then left to sit for four hours inflated. After four hours the cuff and pilot balloon were re-examined and found to remain inflated, indicating that there are no leaks in either the cuff or the pilot balloon. Using the lab inventory syringe, attempt was made to deflate the cuff. Both the pilot balloon and the cuff were deflated with no resistance met. There were no functional issues found with the returned et tube. A device history record review could not be conducted since the lot number was not provided. Other remarks: a corrective action is not required at this time as there were no functional issues found with the returned sample. Both the cuff and pilot balloon were able to inflate and deflate properly. The reported complaint of a defective pilot balloon during deflation could not be confirmed based on the sample received. There were no functional issues found with the returned sample.

Event description:
The customer alleges that the pilot balloon indicated that the cuff was deflated, but upon extubation the cuff was still inflated.